Event description:
It was reported that this pacemaker was explanted and replaced due to safety mode. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.